Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the pt services coordinator that the pt experienced an unk alarm from the system controller. The pt successfully exchanged to a backup system controller as per the manufacturer's instructions for use and no further issues were reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for eval. Review of the log file data revealed that there were several "pump disconnected", "motor stopped", "low speed hazard", and "low flow" alarms accompanied by power spikes and speed reductions. During eval, the system controller covers were removed and the internal printed circuit boards (pcb) were inspected. There was obvious damage to the drive circuitry on the control pcb. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.